Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 05-sep-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (b)($) studies culture positive_initial, yielded high concern bacterium(acinetobacter schindleri) after sampling performed on (B)(6) 2019. The sampling performed on 21-aug-2019 identified 23 colony forming units(cfu) as comprising of the following 6 isolates: positive cocci - enterococcus faecalis, positive cocci - micrococcus luteus, positive rods - dietzia cinnamea, variable coccobacilli - corynebacterium stationis, positive cocci - aerococcus viridans/ a. Urinaeequi, positive cocci - staphylococcus saprophyticus. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 16-sep-2019. The duodenoscope was inspected by pentax medical service on 23-sep-2019 and the following inspection findings were documented: operation channel- primary mild scratch inside, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, lightguide prong cover glass set loose, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope underwent repairs including the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, o-rings and seals, o-ring(0.5x1.3), distal case/cap. Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at pentax facility since the device was put into service on (B)(6) 2018. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 27-sep-2019.